Event description:
Spontaneous report from patient stating both pumps alarming 'no disposable pump won't run'. Patient stated with both pumps the cassette was attached correctly and lined up. Advised patient the issue was probably the cassette and to do a new mix and report back if there were any more issues. Cassette was in use when fault occurred. No lapse in infusion, pt injury or side effects due to malfunction. Patient was able to successfully continue their infusion. Cassette not available for return. Pharmacy will replace with extra cassette during next refill. Cassette lot number not available. Infusion is life sustaining. Outcome resolved. Reported to (B)(6) by pt/caregiver.